Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was intermittently inaccurate. Review of pump data confirmed the fill estimate was accurate; however, customer declined information provided. There was no impact to customer's blood glucose. Customer reverted to manual injections.